Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the bolus history and black box verify no boluses performed on (B)(4) 2014. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that there was no bolus history on (B)(6) 2014. The healthcare professional (hcp) downloaded pump, no bolus history on (B)(6) 2014 and not on pump bolus history. The reporter compared to handwritten daily report. The patient bolused three times on (B)(6) 2014 8am 7.8 unit, 12pm 8.95, 6pm 4.9. Reviewed history of pump and no bolus records on (B)(6) 2014 this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.